Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the patient has developed a rash under both the mass and the tape collar of the device. The rash is red, itchy and shiny with tiny blisters. According to the patient's wife, the rash has persisted for approximately 1 month and initially began while the patient was using another manufacturer's device. The patient presented to his physician and was reportedly diagnosed with candidiasis. He was advised to use lotrisone ointment and has seen some improvement. No further patient complications were reported.